Event description:
The manufacturer received information in relation to a ds2adv auto CPAP alleging that the unit is not turning on, and smoking burnt. There was no report of serious or permanent harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.